Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net, no signal issue was observed on the implantable loop recorder. Device remains implanted and is being monitored. No further information is available.

Event description:
New information states that there was loss on EKG tracing on the confirm. The device was explanted during an unrelated procedure on (B)(6) 2018. Patient was doing okay.